Event description:
This case was reported by a consumer and described the occurrence of neuropathy in a (B) (6) male pt, who received super poligrip original denture adhesive cream ((B) (4)) as a denture adhesive. A physician or other health care professional has not verified this report. On an unk date, the pt began using super poligrip original. An unk time later, the pt experienced neuropathy, edema, lower leg pain, foot pain, dizziness, arm pain and central nervous system dysfunction. She stated, she thought she had zinc poisoning from the product. This case was assessed as medically serious by gsk. The pt stopped using super poligrip original. At the time of reporting, the events were unresolved. Super poligrip original is manufactured in (B) (4), and the product was not available. (B) (4).